Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, during insertion of locking screw (3.5mm x 14mm) into mm anchorage lapidus plate, the top portion of locking screw (near head of screw) would not advance into plate. Doctor felt he would break the screw by forcing it any further. He removed the screw and replaced with a new one. Second screw went into plate without an issue. The surgeon looked at screw and noticed the threads were scratched up.